Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a piece missing on the reservoir compartment. The customer reported that the reservoir would not stay in place. The customer also reported that the o-ring was missing. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a completely broken off reservoir tube lip. The reservoir does not stay locked in. The pump was received with a missing reservoir tube o-ring, a cracked case at the reservoir tube window corners, a cracked case at the display window corners and minor scratches on the lcd window.